Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors broke inside the patient. A fragment fell inside the patient and was retrieved during the same procedure. No post-operative tests were performed due to the broken instrument. The procedure was completed.

Manufacturer narrative:
The monopolar curved scissors instrument has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.